Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate but confirmed the reported ¿23022 error¿. In logs, the 23022 brake errors were seen, confirming the fault occurred in the field. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed onto a golden system where the patient side manipulator (psm) had functioned as designed. The unit was also power cycled 20x; however, no faults or errors were seen. The unit was then installed onto a patient fixture test platform (pftp) where it passed all testing within specification. As a result of these findings, failure analysis has concluded that the I/o module is the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that a recoverable fault 23022 occurred when the system powered on during a system check. This error was not resolved by a hard power cycle. The tse confirmed the error in the logs and noted that the error was skipped each time the sterile adapter was attached. There was no report of patient involvement or patient injury.